Event description:
Removal of total knee due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A device history review indicated that all devices accepted into final stock met specification. There have not been any other events for the specified lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Removal of total knee due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: rx8x; cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: ifzaa; cat. No.: 5515-f-601, triathlon ps fem component, cemented, lot code: ibipa. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Infected material / hosp required disposal.